Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that the connector pins were broken on the cable assembly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of cervical/neck and spinal pain . It was reported that the metal tip (connector pin) broke off. The patient stated they need to recharge and they will have to be in pain all weekend. The patient said they would be seeing their healthcare professional (hcp) on the following (B)(6). The patient stated they are disabled. No further complications were reported/expected.